Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# jeb4741; batch# jeb4182. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: date and name of index surgical procedure: in october 2015, and name of index surgical procedure was total hysterectomy surgery; the diagnosis and indication for the index surgical procedure: diagnosis was abscess in vaginal stump. The patient had indications of fever and murky vaginal discharge from the vagina 5-6 days after the operation; what is the lot number of the product: possible lot numbers are jeb4741 and jeb4182; please provide the date when patient developed symptoms of infection and vaginal discharge: unknown; were any prophylactic antibiotics given to the patient pre operatively or intra operatively: unknown; did the patient have any history of pid or active vaginal infection: unknown; is pathology of infection known, what organism(s) was identified: unknown; please provide patients weight or bmi, age and initials: weight: unknown, bmi: unknown, age: (B)(6), initials: unknown; what medical/surgical intervention was performed as a result of the event: the abscess was removed from the vaginal stump without opening the abdominal cavity; when was the abdominal activity reopened? What were the results of this procedure: the abdominal cavity was not reopened and the patient¿s condition recovered after the abscess was removed; what is the patient¿s current condition: unknown but just after we received the report, the patient was discharged from the hospital and was doing well; what is the physician¿s opinion as to the etiology of or contributing factors to this event: unknown.

Event description:
It was reported that the patient underwent a total hysterectomy in (B)(6) 2015 and absorbable adhesion barrier was used on the vaginal stump along the pelvis. Five or six days following the procedure, the patient experienced a fever and murky vaginal discharge. When the patient was examined, abscess was found around the vaginal stump where the absorbable adhesion barrier was placed. It was also reported that the abscess was removed from the vaginal stump without opening the abdominal cavity. The patient's condition recovered after the abscess was removed. The patient discharged from the hospital and was doing well.